Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. An EKG was performed which revealed the right ventricular lead exhibited intermittent loss of capture. The lead also exhibited a increased impedance and thresholds measurements. It was suspected that the intermittent loss of capture was due to exit block. On (B)(6) 2017 the lead was successfully capped and replaced. During the replacement procedure. The physician noted an insulation anomaly. The patient was in stable condition post surgery.